Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a glaucoma stent was implanted, a patient experienced endothelial cell reduction. Additional information has been requested.

Event description:
Additional information has been received stating the patient needed a secondary surgery to shorten the stent due to endothelial touch.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).